Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported the leads were crossed at the point of entry. They are not crossed within electrodes. No actions were taken to resolve the issue and the issue has not resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-sep-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was implanted (B)(6) 2020 and the impedances from that time were all within normal range. The rep went to the first post op and their tablet displayed a message to avoid using electrodes 4, 5, 13, 14 because of a possible short. The rep provided the following values from the tablet: ref 15 0 1720ohms, 1 1380ohms 2 1230ohms, 3 1220ohms, 4 1240ohms, 5 1110ohms, 6 670ohms, 7 1180ohms, 8 2300ohms, 9 2010ohms, 10 1800ohms, 11 1390ohms, 12 1380 ohms, 13 1270ohms, 14 1110ohms. Ref 4 5 950ohms, 13 180ohms, 14 950ohms. Ref 5 14 180ohms. Ref 14 5 180ohms. Ref 13 4 180ohms. It was reviewed that the impedance values indicate that the leads may be crossed in the epidural space. The rep confirmed that the xray shows the leads are crossed or close together where they enter the epidural space. The rep will follow up with the healthcare provider (hcp). No symptoms were reported. No further complications were reported or are anticipated. The indication for use is post lumbar laminectomy syndrome and non-malignant pain.